Event description:
It was reported that philips received a complaint on the intellivue multi measurement server x2 , indicating customer needed a replacement speaker assembly. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer needed a replacement speaker assembly so, the rse provided a quote for a replacement. The cause of the reported problem was not confirmed. Philips provided the customer with a quote for a replacement speaker assembly, no further action was warranted. We conclude the customer has resolved the issue and that the device works as specified at the customer site. The device remains on site.